Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and manufacturer site, and the (B)(4) FDA registration number has been used for the manufacturer report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle went through an unspecified bd catheter. The following information was provided by the initial reporter: "she pulled the catheter out and found that she had gone through the catheter."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph provided for evaluation. Bd received one photograph which displayed the needle through a catheter. There is also media indicating the device had been used or the defect occurred during use. Your reported issue was confirmed however the photograph did not provide sufficient evidence to confirm this was a device manufactured by bd. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the needle went through an unspecified bd catheter. The following information was provided by the initial reporter: "she pulled the catheter out and found that she had gone through the catheter."